Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty on an unknown date. Subsequently, the patient plans to be revised due to unknown reason. However, no revision procedure has occurred to date. Attempts for further information have been made; however, no information has been received.

Manufacturer narrative:
(B)(4). It is not yet known if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.